Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined superior vena cava (svc) impedance. Svc fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined superior vena cava (svc) impedance. Svc fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.